Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during an acl surgery, when the drill was being removed after used in the tibia, the guide wire broke. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the reported passing pin intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the pin broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces placed on the device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.